Event description:
Customer reported, artifact on image found camera has distorsion on prism causing artifact. Fan assembly cracked and not working.

Manufacturer narrative:
The service rep replaced and adjusted camera assembly. Adjusted and calibrated collimator. Completed beam alignment. Adjusted ii power supply, but image still has small artifact, ordered ii power supply. Will return with part to install. Returned onsite 11-26-07, replaced ii power supply. Adj focus and completed several images, ok. System operates as intended.